Event description:
A 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous procedure. The physician stated the pt presented later in the a-e (accident and emergency dept) with a burst infected abcess. There is no additional info available regarding this incident.